Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the front-actuated grip exhibited the tissue pad was intensively worn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip exhibited the tip pad melted. The event occurred during a lapacolle procedure. The procedure was completed with a back-up device. There was no report of harm, injury or death.